Event description:
Following a pvi atrial fibrillation procedure on the posterior wall with pulsed field ablation, a cardiac perforation was noted and a pericardiocentesis was performed. In the recovery room, it was observed on fluoroscopy that the heart was not moving well. The anesthetist noted that the blood pressure was low for 15 minutes and a pericardial effusion with tamponade was noted with echo. A pericardiocentesis was performed stabilizing the patient. It is unknown when the perforation occurred and the location is unknown. There were no alleged performance issues with any devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. An event of "a pericardial effusion" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed; however, log files were reviewed and it was noted that splines 5-8 were deselected during therapy and no anomalies were noted. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation procedure with pulsed field ablation, a cardiac perforation was noted and a pericardiocentesis was performed. It was observed on fluoroscopy that the heart was not moving well. The anesthetist noted that the blood pressure was low for 15 minutes and a pericardial effusion was noted with echo. The patient was drained and stable. It is unknown when the perforation occurred and the location is unknown.

Manufacturer narrative:
Additional information: b5, d4, g3, h2, h3.

Event description:
Following an atrial fibrillation procedure with pulsed field ablation, a cardiac perforation was noted and a pericardiocentesis was performed. In the recovery room, it was observed on fluoroscopy that the heart was not moving well. The anesthetist noted that the blood pressure was low for 15 minutes and a pericardial effusion with tamponade was noted with echo. A pericardiocentesis was performed stabilizing the patient. It is unknown when the perforation occurred and the location is unknown. There were no alleged performance issues.